Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that about a month ago the patient was driving down the road 8 miles to the grocery store and felt a vibrating unexpectedly, it felt like it went crazy for a minute and was odd and scary. The patient forgot about it and then it has happened 3-4 times since. It happened last night while sitting and had already been in the position for a while when it occurred. The patient didn't have any falls or accidents. The patient was redirected to their healthcare provider to further address the issue.